Manufacturer narrative:
The potassium electrode is ges51, and the expiration date was not provided. No issues were identified on the alarm trace data. A field service engineer (fse) determined that the vacuum nozzle thumb screw was loose and there was buildup on the reference electrode. The fse replaced the vacuum and sipper nozzle, sipper tubing and pinch tubing, syringe seals, and sample probe. The fse also replaced a cracked plunger, cleaned the electrode compartment, and flushed the vacuum valve. Calibration and qc were completed within the customer specification, and a passing precision check was completed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable potassium electrode results from the cobas pro ise analytical unit for 2 patients. Patient 1's initial result was 4.85 mmol/l. The repeat result on a cobas pure was 4.4 mmol/l. Patient 2's initial result was 5.34 mmol/l. The repeat result on a cobas pure was 4.6 mmol/l. The samples were repeated due to a delta check of the sodium results. The repeat results were deemed to be correct, as it matched the patient's history more closely.